Event description:
My son uses the dexcom g6 and has had several not work properly, ranging from the device never connecting between the transmitter and receiver, and the app not sending info from the receiver to the follower phone. This has caused great frustration for my son, who now refuses to use the g6, which means he cannot monitor his sugar levels without constant finger pricks. FDA safety report ID# (B)(4).